Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the finger of the fastpass scorpion, sl-mf was broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is wear and tear damage caused by pressing the finger with excessive force during repeated usage in the field. Manufacturing date 2020.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2024, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpions pin was about to fall out. The issue was discovered during the surgery and another device was swapped, and the case was completed with no adverse effects to the patient.